Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a fatal error had occurred on the underlying data source. The technical support specialist (tss) applied the knowledge article medstation es station database corruption structured query language server detected a logical consistency based I/o error and verified that there were no missing transactions. The database was successfully backed up and confirmed to be repaired without issues following the same knowledge article. The tss dropped the database, re-created a clean database, and managed to perform a full synchronization successfully. No errors were found in the maintenance log and after the full synchronization the drive space was normal. The station was rebooted, and the medapp was running. The issue was resolved, and the customer confirmed the resolution. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a fatal error had occurred on the underlying data source. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.